Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim it was reported that  therapy has not worked in a couple years and reported they will be having it taken out because it doesn't seem to be doing any good anymore. Patient clarified by this they mean they are not getting a 50% reduction in symptoms. Patient stated this all first started probably about 2 years ago. The patient was redirected to their healthcare provider to further address the issue. Patient reported they need to get the MRI because they are having pain.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.